Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred during maintenance. The device was returned to olympus reprocessed.

Manufacturer narrative:
New information regarding event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The connecting tube was deformed. In addition to evaluation in b5, due to wear of scope cover packing, water tightness was lost. The suction cylinder had no color. The switch box had a scratch. The switch flexible printed circuit had corrosion due to water leakage. The scope connector cover unit had corrosion due to water leakage. The outside shield unit had corrosion due to water leakage. Cable unit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. The circuit board unit in scope connector had corrosion due to water leakage. Due to damage on charge coupled device unit, the image has white dots. The light guide lens had a crack. The universal cord had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus that the evis exera iii gastrointestinal videoscope insertion tube was deformed. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found near the bending section cover adhesive and lodged in the grooves of the scratches of the connecting tube. The remaining foreign material was due to insufficient reprocessing.